Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified a large amount of debris about the implant threads and collar. The product matched print specifications where measured against drawing pd-tsvtb10 rev b (digital caliper; cal 3736; oct 23, 2019). No pre-existing conditions were noted on the per. The reported product was located on tooth # 29 (universal) and used for approximately 9.5 years. Documents reviewed: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16; warnings; pages 2-3 DHR review was completed for the subject lot number 61301325. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st1322) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (61301325) for similar cause and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable as no objective evidence was provided in regards of the alleged medical conditions. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to infection and bone loss. Tooth location 29.